Event description:
The physician attempted closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size was "greater than five (5) mm;" no vessel calcification; and the site was confirmed to be in the right common femoral artery. It was noted that the pt only had an arterial sheath in place for the procedure. Reportedly, the knot "stalled very high, just below the skin" and the physician attempted to deliver the knot down to the artery with the suture trimmer. A "couple of attempts" to deliver the knot were made but he was unsuccessful in achieving hemostasis. The suture was removed from the pt's groin and hemostasis was successfully achieved after "twenty (20) to thirty (30) minutes of manual compression." However, upon removal of the device and during the unsuccessful delivery of the knot, a "three (3) inch hematoma" developed. The hematoma was "successfully compressed out through manual compression" and the pt was transferred to the post anesthesia care unit (pacu). The pt's hospitalization was not prolonged as a result of this event. At last report, the pt was "doing fine."